Manufacturer narrative:
The emdr with manufacturer report number (MDR 9618003-2021-01102), submitted on (B)(6) 2021 was submitted in error as this case was determined to be not reportable. Please retract the report. (B)(6). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
MDR 9618003-2021-01102 / device 1 of 4. Correction - contact office address: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user's wife reported that the opening appeared off centered in 4 wafers from the market unit. Wafers were used and a decrease in wear time was experienced. The end user's normal wear time was 3 full days and part of another but with these, it was 1-2 days. No harm was reported. Photographs depicting the issue were received from the complainant.